Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Details reported on incoming e-complaint-(B)(4) from field service, log #99962: cryosystem. "Leaking at hand piece".

Manufacturer narrative:
Investigation inspect returned samples *analysis and findings complaint (B)(4) distribution history: the complaint product was manufactured at wallach in 2002, the workorder number is not available nor is the ship date. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: 92814-the unit is leaking from the handle. The valve body o-rings were replaced and the pulse assembly was adjusted 13-sep-2019. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 99962 this unit was at csi on 23-feb-2023. Visual evaluation: visual examination of the complaint product revealed physical damage. The handles were cracked. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the handles being cracked and the valve body o-rings leaking. This is being attributed to normal wear and tear. *correction and/or corrective action the handles and valve body o-rings were replaced. The unit was tested to form-prod 263 and was found acceptable. The unit was returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Leaking at hand piece. 1216677-2023-00047-1 ll100 cryosurgical 900001 e-complaint (B)(6).